Manufacturer narrative:
Investigation conclusion: the case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Retain testing and manufacturing record review could not be performed as a lot number could not be obtained. No information regarding technique, storage, or handling was provided. A root cause could not be determined due to insufficient information. Complaints are tracked and trended on a monthly basis. Per the package insert, this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Devices not returned. Customer to monitor - troubleshooting provided. Results pending investigation.

Event description:
Unspecified date: false positive result on the medline hcg combo cassette kit. Immunoassay provided a negative result. Exact result not provided. No further information provided. Although further information was requested, no further information was able to be obtained.